Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vns implant surgery on (B)(6) 2016, when the system diagnostic test was run, there was constant muscle contraction during the whole test. It was reported that this occurred during three system diagnostic tests. Upon post-operative interrogation, no contraction was witnessed. Programming history was provided to the manufacturer for review. It indicates that the device was not turned on yet. It was programmed at 0ma output current. System diagnostic test returned impedance results within normal limits with 2014 ohms. Further information was received, indicating that the patient was seen in clinic and the device was switched on to 0.25ma output current. No problems witnessed or reported. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No additional information was provided to date.